Event description:
The stent/balloon catheter was advanced to the lesion and deployed. However, an attempt to deflate the balloon was not successful. The balloon was inflated twice to 12 atm's for one minute each to help facilitate deflation without success. Another attempt at deflation with a 60cc syringe still did not have adequate results. The physician removed the inflated balloon, wire guide and guiding catheter as one. The stent remained in position without further incident and the pt tolerated the situation well.